Event description:
Info was rec'd that the enclosure of the device appears to have been damaged. The pt was not using the device at the time of the reported incident. There was no reported pt harm. Attempts to have the device returned for eval have been unsuccessful. The alleged failure has not been confirmed.